Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 26, 2021. The investigation of the returned device was completed by the failure analysis lab on june 14, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedures, and it identified a tear within an area of shell abrasion on the posterior aspect measuring less than 0.1 cm. The event described could not be confirmed as the breast implant was returned ruptured. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who had a 300cc mentor memorygel breast implant experienced left sided gel bleed, right sided rupture, and right sided breast calcifications post procedure. The issues were diagnosed through mammography. As a result, replacement with mentor memorygel breast implants was performed on (B)(6)2021. The patient¿s outcome is improved. See 1645337-2021-05340 for contralateral prosthesis report.